Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that one 6-up sales carton was returned containing six unopened 1-up cartons. The temperature indicator sticker on the 1-up sales carton had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. 1-up carton (I) was found with a white untriggered sticker. The applicator was opened and visually inspected for damage to the buttress attachment material (bam) pattern was found to have conforming bam pattern. This would indicate that while many of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additionally, photos were provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device ech60r; tacbzws0 number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to a procedure, that the temperature trigger indicators were pink. No case involvement. No patient involvement.